Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The device experienced underfill or low draw of a tube with blood and clotting/micro clots/fibrin clots the following information was provided by the initial reporter. The customer stated: customer called to report that they have been seeing clotted tubes over the past few weeks since they received the order of these tubes. Customer wants to know how much amount of blood needs to be in the tube for the tube not to clot as well as go over the tube inversions/ draw process. The blood is from animals, used for heartworm tests. She said the tubes have to be collected multiple times. Unknow number of occurrences.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-11. H6: investigation summary: bd received 2 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to clotting and underfilling were observed. 5 retention samples were sent to the chemistry lab for testing. All results were within the specification limits of 2.67mg ¿ 4.84mg for catalog 367841. Also, 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. On jun. 3, 2021, a complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Based on the investigation performed bd was unable to confirm this complaint for clotting and underfilling. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. We do not have the capability for veterinary investigations, at this time. This is considered an off label use of this product. Technical services informed the customer that these tubes are for human use and we do not have any data for their use in animals. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The device experienced underfill or low draw of a tube with blood and clotting/micro clots/fibrin clots the following information was provided by the initial reporter. The customer stated: customer called to report that they have been seeing clotted tubes over the past few weeks since they received the order of these tubes. Customer wants to know how much amount of blood needs to be in the tube for the tube not to clot as well as go over the tube inversions/ draw process. The blood is from animals, used for heartworm tests. She said the tubes have to be collected multiple times. Unknow number of occurrences.